Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for prosthesis wear/osteolysis as specified in the hhe: significant edge loading of the femoral head on the acetabular liner due acetabular cup positioning and implantation of a polyethylene component having a shelf age of greater than 2 years. The revision reported was likely due to a combination of the risk factors specified. H9: z-2112-2021; z-2113-2021; z-2114-2021; z-2115-2021; z-2116-2021; z-2117-2021; z-2118-2021; z-2119-2021; z-2120-2021; z-2121-2021; z-2122-2021; z-2123-2021; z-2124-2021; z-2125-2021; z-2126-2021; z-2127-2021; z-2128-2021; z-2129-2021; z-2130 thru 33-2021.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 7 yrs postop the initial ltha, (B)(6) y/o male patient presented with significant liner wear and osteolysis behind the cup. A revision was scheduled to replace the liner, graft and ensure the cups stability or completely revise the acetabular component. The cup was well fixed so bone graft and a screw were placed in the cup and a new liner and head were inserted. Patient was last known to be in stable condition following the event. The device will not be returned for analysis due to hospital retains all retrievals.